Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that upon opening the implant, the scrub tech noticed that there was a hair on the blue packaging that encases the stem. It was also reported that another stem was readily available and the contaminated stem was passed off. It was believed that it was contaminated during packaging process.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> examination of the returned product is not able to confirm the reported observation. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: der states that upon opening the implant, the scrub tech noticed that there was a hair on the blue packaging that encases the stem. It was also reported that another stem was readily available and the contaminated stem was passed off. It was believed that it was contaminated during packaging process. / / investigation method: / / investigation summary: